Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was not known. The customer consumed carbohydrates to address bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.